Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose in the 40 to 50 mg/dl at the time of the incidents. The customer used glucose tablets and was given intravenous fluids to treat. The customer experienced symptoms such as falling. The customer was wearing the insulin pump during the incident. The customer was unsure if auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was completed and the customer was not disconnected during rewind/prime. The customer has been having lows since the march incident. The customer has been using insulin that has not been approved or the pump. The insulin pump will not be returned for analysis.